Event description:
It was reported that the patient just received 9 cases of the drain bag and found as latex-free on the packaging label, but did not found on the individual package.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "incorrect operation of consumer / over shipper case label placement." The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labeling review was not performed due to the labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient just received 9 cases of the drain bag and found as latex-free on the packaging label but did not found on the individual package.